Event description:
It was reported that during routine maintenance cardiosave intra aortic balloon pump (iabp) was unable to power on and was emitting a continuous alarm. There was no patient involved.

Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.